Manufacturer narrative:
Cartridge installation and fill estimate were not verified. Occlusion and cartridge change error issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that a cartridge did not fit onto the pump, occlusion alarms occurred, and the insulin gauge was inaccurate. Customer's blood glucose was 290 mg/dl. Customer reverted to an alternate method of insulin delivery.